Manufacturer narrative:
No conclusion can be drawn. Device not returned.

Event description:
Info received from (B)(4) affiliate. A pt's spouse contacted our firm on 11/18/2010 reporting ocular events. The pt was wearing 1 day acuvue trueye (narafilcon a) contact lenses (cl) when the events occurred. Narafilcon a cl are not marketed in the u.s. The pt previously wore acuvue 2 lenses for years. The pt began wearing around (B)(6) 2010. The pt experienced discomfort when he/she started wearing 1 day trueye and saw an eye care professional (ecp) at (B)(6) eye clinic. The pt's spouse could not provide clear details for the events but stated that the pt was diagnosed with staining ou and treated with two different eye drops; names unk. Symptoms recurred and the pt used otc antibiotic eye-drops as the rx was complete. On 11/30/2010, we contacted the treating eye clinic and was told that "the pt visited the clinic all too often by various causes, regardless the symptoms caused by 1 day trueye." On 12/10/2010 the ecp at the treating eye clinic was contacted, and reported "1 day trueye is not prescribed at this clinic. The pt's eye condition is not good by nature." When the pt visited the clinic on (B)(6) 2010, the pt reported that the pt was wearing 1 day acuvue, so the ecp wasn't aware the pt was wearing 1 day trueye. The pt was diagnosed with corneal erosion od and conjunctivitis and iritis os. The treatment regimen included non steroidal antiphlogistic analgesic eye-drops and to discontinue cl wear. On (B)(6) 2010 antibiotic continued and changed to steroid eye drops, names not given. The pt was seen on (B)(6) 2010, iritis almost subsided, (B)(6) 2010 resolution was confirmed in ou. The ecp allowed resuming cl wear for a short period of time and the pt's bcva was not affected; bcva was not provided. The ecp stated that the pt wore "cl for 12 hours after a long interval. Therefore the pt's cl handling must be taken into consideration." This is being reported due to the frequency of treatment visits for conjunctivitis and iritis os. The corneal erosion event od is reported in #1033553-2010-00157. Suspect product is not available for eval. A DHR has been requested but the results are not available yet and will be reported within 30 days of receipt. MDR reportable event trends are reviewed in quarterly executive management review meetings.